Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced a case of the pen needle being unable to detach, and a case of the cannula breaking off. The following information was provided by the initial reporter: the pen needle was not detached from the pen properly and the needle npe was broken and trapped in the pen.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced a case of the pen needle being unable to detach, and a case of the cannula breaking off. The following information was provided by the initial reporter: the pen needle was not detached from the pen properly and the needle npe was broken and trapped in the pen.